Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 41 (control test) and 429mg/dl. The customer's expected fasting blood glucose test result range is 78 to 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 09/21/2017 and open vial date is 07/19/2016. The meter memory was reviewed for previous test result history: (B)(6).